Manufacturer narrative:
Device history records showed no problems with materials, MFR, or test of subject device. Returned device was disassembled and examined. Contamination was observed in bearing assembly, causing overheating and indicating improper user maintenance (cleaning/lubrication). Device was repaired to original mfg specifications.

Event description:
Two of two pts: procedure performed (B) (6) 2008 was composite fillings. Assistant noticed as it happened. Injury was on upper left cheek. Injury was round in shape, circumference about 10mm. Tissue got white. Office prescribed motrin and gave pt some anti-bacterial rinse. Pt came to office a week later for f/u. No more treatment needed.